Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform cine functions but would capture fluoroscopic x-rays. No patient injury was reported.